Event description:
The customer reported to olympus, the rigid scope was giving a green image and an error message. The issue was found when connecting the device to the video processor. There was no patient involvement.

Manufacturer narrative:
No further information was provided by the customer. The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem green image was confirmed. A green colored image was displayed due to the defectiveness of the charged coupled device unit. It was also found that the inner main body of the control section was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The concerned product was last repaired on october 17, 2022 and a cable was replaced. The root cause of the defective ccd cannot conclusively be determined. However, the colored image defect is a known problem and based on previous investigations, the following are potential causes: unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿ccd-holder to bumper sleeve. Unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to an asymmetrical alignment of the spring to ccd-holder before the bumper sleeve is joined. Pre-existing damage to the ¿ccd wire holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including optimization of the bumper sleeve bonding and updated jigs. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.